Event description:
One patient sample with initial glucose result of 32.0 mmol/l. Same sample repeated with the same method gave a result of 16.9 mmol/l. Same sample repeated using different method gave a result of 16.5 mmol/l. If additional information is received, appropriate notification will be provided.